Manufacturer narrative:
As reported, a mynxgrip vascular closure device failed to achieve hemostasis. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open, and the sealant sleeve was observed to have been fully pushed back against the grey shuttle hub as received. The sealant, advancer tube, syringe and procedural sheath were not returned with the device. The device was received in the condition of a complete removal of the device. Leak testing was performed on the balloon of the returned device. The balloon was inflated, and pressure was maintained as intended per the mynxgrip instructions for use (IFU). The sealant and advancer tube of the device were not returned; therefore, a complete investigation could not be conducted. A product history record (phr) review of lot f1821201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and information available for review, it is not possible to determine what factors may have contributed to the reported issues since the sealant and advancer tube were not received, and therefore, a complete physical investigation could not be performed. However, patient factors, pharmacological factors and/or handling factors of the device are possible since the returned device showed proper complete removal from the patient and no anomalies were noted to the device. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complications and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, a mynxgrip vascular closure device failed to achieve hemostasis. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1821201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Corrected data: section d4: catalog number, section d10: device available for evaluation and section h3: device evaluated by the manufacturer.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device failed to achieve hemostasis. There was no patient injury reported. The device was clinically used and will be returned for analysis.